Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking, a stent was found damaged. The 3.00 x 20mm promus element plus stent delivery system was selected for use but was damaged coming out of the packaging and could not be loaded into the y-adaptor of an non-bsc guide catheter. The procedure was completed with another of 3.00x 20mm promus element plus stent and the same guide catheter. No patient complications were reported and the patient's status is fine.